Manufacturer narrative:
Investigation summary : a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: ft9572. The complaint is not confirmed as a failure of bd product because of the lack of information. The root cause is unknown. If additional information is received in the future, this complaint will be re-opened and re-investigated. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from spanish to english: it shows false positives, approx 20 or 25 bottles. Chemical indicates that last week they moved the instrument to cluster it with an fx bottom.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: it shows false positives, approx 20 or 25 bottles. Chemical indicates that last week they moved the instrument to cluster it with an fx bottom.